Event description:
Loss of integration. It was reported that the implants at tooth site # 16, 14 , 12 , 26 , 24 , 22 lost integration due bone loss and were removed. Per indicated: loss of integration and bone loss. Additional appointment required: none reported. Symptoms as a result of the event: none reported.

Event description:
Loss of integration. It was reported that the implants at tooth site # 16, 14 , 12 , 26 , 24 , 22 lost integration due bone loss and were removed. Per indicated: loss of integration and bone loss. Additional appointment required: none reported. Symptoms as a result of the event: none reported.